Event description:
It was reported that the left track came off the stair chair causing the stair tread/tracks to not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.